Event description:
The pt received her scs system on (B)(6) 2008. It was reported the pt had not charged her ipg in over two yrs. The ipg would not communicate. It was reported a surgical procedure to address the issue was possible, but this was not definitive.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.